Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on site and confirmed the reported error on the error log. The error was reproduced by processing a sample. The fse observed debris in the sample nozzle and cleaned the sample nozzle and removed the clog. Quality control results were within the manufacturer's published specifications. The aia-2000 analyzer returned to normal operation. No further field action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 19 may 2019 to aware date (B)(6) 2020. One other similar complaint was identified during the search period. The aia-2000 operator's manual states the following: [2070] clogging detected during specimen suction by main arm cause: the negative pressure detected after specimen suction exceeded the standard. The specified amount of specimen may not have been obtained because the sampling nozzle was blocked. The measurement result will be flagged (sc flag). Solution: verify that the specimen is free of solid substances (such as fibrin) or that there is sufficient volume of specimen if it is prepared in the primary tube and retry the measurement. If retry fails, contact tosoh service center or local representatives. The probable cause of the issue is attributed to clogged sample nozzle.

Event description:
The customer reported error 2070 clogging detected during specimen suction by main arm on the aia-2000 analyzer. The customer cleaned the sample nozzle with hot water, ethyl alcohol (etoh) and air, and noticed debris was flushed out. However, the error persisted when processing 2-step assays and on specimens that needed to be diluted. A field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting beta-human chorionic gonadotropin (bhcg) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.